Event description:
The customer stated that the device volumes and flow were inaccurate. The nellcor puritan-bennett service technician (npb st) verified that the volumes were out of specification. The npb st inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.